Manufacturer narrative:
Result: the ruby coil was detached from the pusher assembly and the proximal pet-lock was intact, indicating that the coil was not detached as expected. The pusher assembly was fractured approximately 39.0 cm and kinked 31.0 cm from the proximal end. The coil was intact with some coil offsets and minor damage. The stretch resistant (sr) wire was intact and the proximal constraint ball was still attached. The pull wire was returned attached to the fractured pusher assembly at the proximal end and inserted through the coil introducer sheath. The distal end of the pusher assembly was not returned. Conclusion: the complaint has been evaluated. The complaint indicates that the ruby coil detached inside the microcatheter upon retraction in a tortuous vessel. Evaluation of the returned device confirmed unintentional detachment of the coil. This detachment appears to have occurred due a fracture in the pusher assembly which would have released the precompression in the pull wire and allowed the coil to slip from the distal detachment tip (ddt). However, the fracture in the pusher assembly was not described in the complaint and without the return of the distal end of the pusher assembly, the root cause of the problem cannot be determined. The minor damage to the coil likely occurred during retraction of the coil into the microcatheter. The cause of the resistance when attempting to deploy the coil was likely caused by the vessel tortuosity described in the complaint. These devices are 100% functionally tested during in process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician attempted to retract the ruby coil from a tortuous vessel and the ruby coil unintentionally detached within the microcatheter. The microcatheter was removed with the detached ruby coil inside it. The coil was removed once the microcatheter was out of the patient. The microcatheter was used with new coils and the procedure continued successfully. There was no report of an adverse effect on the patient.